Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer experienced terrible itching and blurred vision within two hours of contact lens wear that caused infection and permanent damage to her eye for which she was prescribed with prednisone drops once symptoms were resolved she tried air optix again which leads to same reaction. Medical records were received which include physical examination shows eye abnormality and bilateral upper eyelids appear to be swollen. Pupils equal round and reactive to light bilaterally, normal conjunctiva bilaterally, well developed, well nourished and no apparent distress. The current condition of the consumer eye is resolved at the time of this report.

Manufacturer narrative:
MDR h.6.: FDA event code was removed, and FDA impact code updated. MDR a.1., b.5., b.6., d.10.: has been updated. H.3., h.6.: the actual complaint product (unopened) was returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. D.4.: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 10607404. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that she experienced terrible itching and blurred vision within two hours of contact lens wear which resulted in infection and permanent damage to her eyes. Consumer was prescribed with prednisone eye drops by eye care professional (ecp). Physical examination was also conducted which revealed eyes abnormality and bilateral upper eyelids were swollen, pupils were equal round and reactive to light bilaterally and normal conjunctiva bilaterally. The current status of the consumer eye is resolved at the time of this report. Additional information has been requested but not yet received at the time of the report.